Event description:
It was reported that the insulin pump alarmed an error, indicating a test failure at 10:01 am. The customer stated that the alarm occurred, the screen went blank, and the insulin pump counted up, came back on, and was fine. The customer did not know the blood glucose reading. Upon troubleshooting, the insulin pump passed the self test. The customer was advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.